Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Evaluation did not confirm or reproduce the reported symptom "pm failure on downstream occlusion test; occludes at 5 psi" and no component failure associated with the current reported symptom was identified. The unit passed downstream occlusion testing per itp 35700. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07742 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.